Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history record for supplier lot number 77503, synthes lot # 6178666 revealed the oracle slap hammer was manufactured by nemcomed. Po # 1037505, dated 7/7/09, for 35 parts, was inspected to the synthes incoming final inspection sheet number ns027776 rev b on 7/7/09. The product conformed to all requirements. The certificate of compliance is dated 6/30/09. Thirty-five parts were released to the warehouse on 7/14/09. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was returned and the investigation is ongoing. Placeholder.

Event description:
On (B)(6) 2013, a sales consultant (sc) reported that during an anterior lumbar interbody fusion (alif) with femoral ring allograft (fra) procedure, the oracle slap hammer (part/lot number: 03.809.972/77503) broke after the surgeon attached it to the trial spacer to back out. The sc stated that there were no broken pieces remain implanted. The sc also stated that an alternate slap hammer was used to successfully complete the procedure. This is 1 of 1 report for complaint (B)(4).